Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: the review of the black box data showed a power reboot associated with a battery change and a power reboot that was recorded after a replace battery alarm occurrence. The battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump and the power-on-reset was duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power reboots. Unrelated to the original complaint, the audio bolus button cover was torn; however, the bolus button was still operable. In addition, corrosion was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. Upon removal of the pump cover, no evidence of internal moisture was observed on the printed circuit board or internal components. No damage to the power circuit was found. (B)(4).